Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide catheter hub, hypotube, and collar. The device was bloody, and the tip and distal shaft were detached and not returned for analysis. Analysis of the collar, hypotube, and hub included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube and collar damage (misshapen/bent). Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the left anterior descending artery. A 5-in-6 guidezilla was selected for use in an angina peripheral t-cell lymphoma. During unpacking, it was noted that the guidezilla was found fractured into two parts. However, it was further reported that the device was completely separated into two parts. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the left anterior descending artery. A 5-in-6 guidezilla was selected for use in an angina peripheral t-cell lymphoma. During unpacking, it was noted that the guidezilla was found fractured into two parts. However, it was further reported that the device was completely separated into two parts. The procedure was completed with another of the same device. No patient complications were reported.